Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that the injectors did not move smoothly. The plungers were bent and slides under/ over the lenses. While priming the lens the plungers were stiff and hard. There was no patient contact or impact.